Manufacturer narrative:
Production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) stated the vacuum was not in specifications. The fse installed a new 5000k maintenance kit that was provided by the customer. However, that did not resolve the issue. The fse replaced the drive assembly and the cable tie. The iabp was calibrated and the issue was resolved. The iabp was able to function within factory specifications. The iabp passed all calibration, functional and safety tests performed. The iabp was then returned to customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the vacuum pressure regulator test, during a preventive maintenance (pm). No patient was involved during this event. No adverse event was reported.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) failed the vacuum pressure regulator test, during a preventive maintenance (pm). No patient was involved during this event. No adverse event was reported.